Event description:
Complainant alleged that clinicians were attempting to defibrillate a patient (age and gender unknown), but there was no patient movement observed during the delivery of two 200 joule shocks and the delivery of four 360 joule shocks. The patient subsequently expired. Numerous attempts were made to obtain additional patient and event information, including requests for the recorder algorithm strips from the event. All attempts to obtain the requested information were unsuccessful.